Event description:
It was reported that a spectrum pump had an unknown problem, during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The customer had returned the device with an "unspecified error system malfunction". Evaluation of the device found evidence of symptom error 322 in the event history log, which was not reproduced. The software was upgraded to correct this issue per the approved remedial action activities.  System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.